Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the left ventricular (lv) lead prior to lead implant attempt and could not be moved. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. There was blood in the distal conductor lumen of the lead and it was not obstructed. The analyst noted the abbott guidewire was stuck in the conductor lumen of the lead due to dried blood. The dried blood was broken up and the guidewire was removed. A test sample medtronic zinger light guidewire was used. It passed freely through the entire length of the lead. If information is provided in the future, a supplemental report will be issued.